Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The universal handle broke during femoral impaction. Update aug 19, 2016 follow-up with the sales rep indicates the handle broke during impaction. A small portion broke off the end.

Manufacturer narrative:
The universal handle broke during femoral impaction. A complaints search on code 950501305 identified similar complaints received previously; it should be noted that the root cause of these complaints were attributed to wear from normal use and servicing. The returned device confirmed that the hp universal handle distal cylindrical tip had fractured at the interface with the square cross section. It should be noted that all pieces were returned. On visual inspection scratches and impaction marks identified on the instrument were consistent with prolonged use as can be seen in the images that follow. Therefore, this failure will be attributed to the device being worn from normal use and servicing. Due to the nature of the complaint, the risk to the patient was considered low and therefore no further action is required. It was noted that for the universal handle, being compatible with some specialist 2 instruments was a design requirement; therefore substantial redesign of this connecting mechanism is not possible. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.